Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received indicating the balloon rupture occurred with the first inflation as noted with loss of gauge pressure. The entire armada (B)(4) easily removed from anatomy after the balloon rupture. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a complex percutaneous transluminal angioplasty case to treat a mildly calcified lesion in the lower extremity, the armada 14 ruptured at 10 atmospheres. Another armada was successfully used. There were no adverse patient effects. No additional information was provided.